Event description:
The customer's family member called to report that their family member's blood glucoses have been high. The contact stated that the set was changed five hours prior to the call. Troubleshooting was performed. The programming on the pump was correct. The prime test passed. The high-pressure test was not performed due to the lack of clamp. It was stated that the customer had some high stress.